Manufacturer narrative:
The complaint is being reported by zimmer biomet as cmp-(B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the comb was bent. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the comb was bent. On (B)(6) 2017, it was clarified that the issue occurred (B)(6) 2017 and another device was used to complete the procedure. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a an autoclave case, a handle and a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. No evaluation in sap the cutters were not returned to dover. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in sap. The last repair was on october 30, 2012 for the cutter guide being dented and the comb, bolts, belleville washers, detents and cap nuts were replaced. The device history record (DHR) review noted no related non-conformance, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer biomet australia on may 16, 2017 revealed that the pre-testing could not be performed due to a bent comb. The bottom roller, carrier and the side plates were worn. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on june 21, 2017 revealed that the calibration and test cut could not be taken due to the damaged comb. The roller, gear and side plates were damaged. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gear, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the comb was bent¿ was confirmed since during initial inspection at both zimmer biomet australia and zimmer biomet surgical noted the comb being damaged or bent. The root cause of the comb was bent cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, gear, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results reveal that the pre-testing could not be performed due to a bent comb.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4).